Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue was verified, but the alleged minimum fill notification and load fill tubing issues could not be verified.

Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Lastly, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, customer was not performing the proper air removal techniques. The customer re-loaded the cartridge to resolve the issues. Customer¿s blood glucose level was 232 mg/dl.